Event description:
It was reported that shaft break occurred requiring additional intervention. A 4.50 x 24mm synergy megatron drug-eluting stent was advanced and implanted. However, during removal of the balloon, it did not fit into the 6f non-boston scientific guide catheter and the shaft got separated while being pulled. The fractured device was removed by engaging another guide catheter and retrieve with a snare. The procedure was completed and there were no patient complications nor injuries reported.

Manufacturer narrative:
The device was returned for analysis without the stent which had been implanted. Visual and tactile inspection revealed multiple hypotube kinks and a break in the midshaft of the shaft polymer extrusion 121.6 cm distal to the distal end of the strain relief. Microscopic inspection showed the balloon had been subjected to positive pressure and was returned deflated. No damage was identified within the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage, however the proximal markerband was pulled proximally towards the shaft of the device. Stretching was observed in the polymer extrusion, 0.6cm in length, just distal to the port exchange. The inner lumen was also damaged with bunching and stretching observed 6.8 cm from the distal tip. The distal tip showed no signs of damage.

Event description:
It was reported that shaft break occurred requiring additional intervention. A 4.50 x 24mm synergy megatron drug-eluting stent was advanced and implanted. However, during removal of the balloon, it did not fit into the 6f non-boston scientific guide catheter and the shaft got separated while being pulled. The fractured device was removed by engaging another guide catheter and retrieve with a snare. The procedure was completed and there were no patient complications nor injuries reported.